Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 434 mg/dl. Customer mentioned other blood glucose as 63 mg/dl. Customer stated that product was not adhering. The customer was treated with for high blood glucose level. The customer declined troubleshooting. The insulin pump will not be returned for analysis.